Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. No additional information was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/04/2015, device evaluation: the pump has been returned and evaluated by product analysis on 08/14/2015 with the following findings: on investigation, the alleged inaccurate delivery issue was not verified in the black box or duplicated in the devaluation. Review of the black box data found that the last bolus and basal delivery was recorded about 4 months before the complaint date. There were records of loss of prime and replace cartridge alarm and deliveries were resumed 3 and 6 hours later respectively. The total daily delivery added up correctly and reflects the user¿s programmed basal and bolus settings. Using the returned battery cap, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any incidences. The pump delivery accuracy was within specifications. Audio and normal bolus were executed and recorded correctly.

Manufacturer narrative:
Follow up #2 submitted: 09/15/2015. Animas has become aware of additional information related to this complaint. The reporter states there was an issue with ¿no injection.¿ no other information was reported. If this information had been reported with the initial complaint, the complaint would have been categorized as other/unusual issue rather than history-settings/inaccurate delivery issue.